Event description:
On 6/26/199, during a device implant, the surgeon noted bleeding from the device outflow graft and screw ring. Efforts by the surgeon to tighten the outflow graft/screw were unsuccessful. The surgeon had taken the patient off of bypass before noting the bleeding and contacting the manufacturer for assistance with the bleeding. After discussing this issue with the manufacturer, the surgeon used gore-tex with a tie wrap proximal to the device and heavy ligatures distal. The bleeding stopped and the surgery was completed.